Manufacturer narrative:
Batch review performed on 11 march 2020: lot 132368: (B)(4) items manufactured and released on 06-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation: mobilization of the femoral stem after 7 years in cementless primary tha, according to report subsequent to a traumatic event. The stem looks radiographically loose and upsizing was mandatory. No reason to suspect a malfunctioning device. Preliminary investigation: preliminary visual highlight signs of proximal osteointegration, but there is no image detail on the distal part. Implants covered in biological fluids. Liner with signs of extraction. Visual inspection: femoral stem with residual of ha layer on the very proximal part, femoral head and neck with scratches due to extraction. Burnishing on pe articulating surface and lipidic absorption colouration.

Event description:
Aseptic loosening of a quadra 6 years and 4 months after primary. Patient reported a fall in 2019. Quadra stem revised successfully with a bigger one.